Manufacturer narrative:
Visual results: the autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection was performed and the front enclosure was cracked, which is unrelated to the reported complaint. Archive data results: a review of the archive review was performed and it shows user advisory 41 (patient temperature sensor failure) error message occurred on the reported event date of (B)(6) 2015, thus confirming the reported complaint. The archive data review also showed user advisory 12 (lifeband® not present) and user advisory 8 (motor controller fault detected) error messages that occurred on the reported event date ((B)(6)2015), which are unrelated to the reported complaint. Functional testing results: functional testing was performed and the reported complaint of user advisory 41, could not be duplicated. However, user advisory 8 (motor controller fault detected) error was observed at the very first compression. It was found that the motor cable was not connected at the motor controller pca p3. The cable was reconnected to clear user advisory 8. After clearing user advisory 8, the platform was ran for 30 minutes with the large resuscitation test fixture and no problem was observed. Parts replaced: based on the investigation, the parts identified for replacement were the front enclosure and the temperature sensor cable. In summary, the reported complaint of the user advisory 41 observed upon power up was confirmed based on the archive data review but was not confirmed during functional testing. Though the reported complaint could not be duplicated during functional testing, the temperature sensor cable was replaced as a precaution. Unrelated to the reported complaint, the physical damage to the platform was attributed to normal wear and tear. The ua12 and ua08 error messages observed in the archive review are also unrelated to the reported complaint. Following service, including replacement of the front enclosure and the temperature sensor cable, the platform passed all testing criteria.

Event description:
Customer reported that during a shift check, the autopulse platform (s/n (B)(4)) displayed a user advisory 41 (patient temperature sensor failure) upon power up. They were unable to clear the error. No patient involved with the event. No additional information was provided.